Manufacturer narrative:
The device was received on 11/16/2018. Investigation is not complete. (B)(6).

Event description:
The event involved a device that was to infuse total parenteral nutrition (tpn) over 2 days, however it infused in 2 hours. The total volume of tpn to be infused was 14700cc, 60cc/hr in 24 hours. The patient is a (B)(6) year old, female, diagnosed with abdominal pain and other pain not specified. The patient status before the event was: proper o2 saturation, tolerating the decrease of ventilatory parameters, mixed acidosis, already with purified lactate, no electrolyte disturbances, no fever, tendency to oliguria, with elevated level of azotemia, positive balance, and clinical syndrome of volume overload with no indication of dialysis therapy. The patient went into cardio-respiratory arrest and died.

Manufacturer narrative:
Device logs were successfully downloaded. A log analysis determined that the device was programmed differently than the reported event. As stated in the event description, the device was programmed at 1470cc, 60cc/h in 24 hours; however, as is stated in the event log the device was programmed at 1470 ml / 380 ml/h (03:52 h). The device was subjected to two physical tests based on the customer protocol and log information. In the first test, the device was programmed to run at a rate of 60ml/h for 24:30 hours with the volume to be infused of 1470ml. The total volume infused over the 24:30 hours was 1506ml, which is within product specification. In the second test, the device was programmed to run at a rate of 380ml/h for 03:52 hours with the volume to be infused of 1470ml. The total volume infused over the 03:52 hours was 1504ml, which is within product specification. The complaint is not confirmed; therefore, a probable cause is not determined. Both testing scenarios demonstrate the device consistency within product specifications. No malfunction was identified. The user failed on programming the device according to medical instructions.

Event description:
The customer confirmed the total volume to be infused was 1470cc and not 14,700cc as previously reported.